Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Event product summary: analysis confirmed the damage caused by the programmer being knocked off its stand: the overlay to the screen was cracked, the handle was broken off; in addition it revealed a loose electrocardiogram (ECG) connector, therefore the link electronic module (lem) board was replaced and calibrated, and an intermittently noisy system fan which was replaced. Product ID 2067l radio frequency programmer head; product ID 229047 software analyzer.

Event description:
It was reported that the programmer was returned due to damage resulting from it being knocked off its stand and it subsequently tested out of specification during manufacturer's analysis.